Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient was received. The patient reported that they still experience shocks from their device. As a result, they get nauseous and it burns every day. They noted that their device battery drains very fast, and that they have to charge daily, or else it will take all day to recharge-up to 8 hours to fully charge. The patient stated that it hurts to sit and lean against something while recharging. The patient finally noted that they had suffered from a serious injury while in the marine corps, and that the device alleviates pain somewhat, acceptable for their current condition.

Event description:
(B)(4): information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported there was occasional shocking when recharging, but it was not constant. It was noted there was no environmental/external/patient factors that may have led or contributed to the issue. The rep noted that she was not able to do an impedance check, but would check impedances on a follow-up visit. No interventions or actions were taken to resolve the issue. The patient's status at the time of the report was "alive with no injury." No surgical interventions had occurred at the time of this report and it was unknown if any surgical intervention was planned. Additional information received from the rep two weeks later reported she had not seen the patient again since the previous meeting so the rep did not know if the shocking had occurred again. No intervention was taken.

Event description:
Additional information was received from the consumer. The patient reported that they suffered a lot without the ins. The shocking sensation was described as happening sporadically. For example, when the patient would sit, he would feel a jolt on his left side by his wires, leads, and battery. It was noted that the shocking sensation when recharging issue had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the patient had his device explanted on (B)(6) 2016 because it had been shocking him, causing nausea, and burning him while he charged. It was noted that the patient had met with the manufacturer representative many times regarding these issues and to reprogram the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.